Event description:
It was reported the day after implant that both the patient's right atrial (ra) lead and right ventricular (rv) lead had dislodged as evidenced by high thresholds, and confirmed by x-ray, that led to periods of asystole even at high pacing outputs. Both ra and rv leads were then repositioned and both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.